Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective stimulation due to high impedance on the lead. It was determined that the patients lead was fractured. Surgical intervention took place to explant and replace the lead. Surgery addressed the issue.